Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the pt's permanent implant procedure, the physician was unable to place an endotracheal tube during intubation. As a result, the procedure was aborted. The pt will undergo an scs system implant at a later date.